Manufacturer narrative:
It was further reported that the customer connected the video scope to the cv-190 unit in an upside-down position causing the unit to not detect the scope. However, the issue was resolved after plugging in the video connector correctly and the same device was used to complete the procedure. Follow-up with customer confirmed that the device will not be returning to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited colors bar on the monitor when using an urf-v2 video scope. The event occurred during preparation for use, prior to an unknown procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer reported that color bar was displayed. This was because the scope could not be detected as the video scope was connected upside down. During a phone call, it was confirmed that the video connector was connected upside down by the customer. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿6.3 connection of an endoscope: confirm that the ¿up¿ mark points upwards.¿ olympus will continue to monitor field performance for this device.